Manufacturer narrative:
Impact (B)(4) is being used to capture the reportable event of aborted/cancelled procedure. Evaluation conclusion (B)(4) is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to a dreamtome rx 44 and an extractor pro rx that were used in the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 and an extractor pro rx were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2022. . During the procedure, it was noticed that there was a lot of resistance when advancing the preloaded guidewire through the tome. The guidewire kept on getting stuck in the tome. When the guidewire was used with the extractor pro rx, it also slipped out of the c-channel. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.